Manufacturer narrative:
Additional information received: core lab review of images from on (B)(6) 2021 identified a type ib endoleak in the navion graft (v3003 7744). No fracture or stent ring enlargement was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received; it was confirmed that a catheter was inserted into the sma during the procedure and used as a marker for the bifurcation area. It was noted that the endoleak was in the vnmc3434c182tj device and the cause of the endoleak was thought to be due to misalignment in positioning and slanting of the stent graft margin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3434c182tj, serial/lot #: (B)(4), ubd: 14-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 80 mm thoracic aortic aneurysm. From the left gastric artery, coil embolism was performed. The celiac artery was occluded and the device was planned to be implanted on the superior mesenteric artery (sma). Vnmc3731c207tj was implanted while aligning it so that the device reached the lower end of the aneurysm, and then, vnmc3434c182tj was implanted additionally to the distal side. Deployment was started from about 2 stents below the sma and the device was implanted while pushing it up so that the distal region was on the sma. Contrast was performed without ballooning. No endoleak was seen in particular and the procedure was completed. It was reported that following the procedure, the patient showed symptoms of disseminated intravascular coagulation (dic) and it was presumed that it was due to an endoleak. A CT was performed , an endoleak was seen and it was estimated that it was type iii or type 1b. Intervention was performed two days later. The neck of vnmc3434c182tj, seemed to have become shorter due to the raised rear wall side. The catheter was stuck on sma. An additional stent vnmc4034c200tj was implanted so that it aligned with the sma. This device was also implanted diagonally so that the rear wall side was floating (there was a gap between the rear wall side and vessel). It was judged that the same state would persist and therefore a non mdt stent graft was implanted also. It looked like it was implanted a little straight. The procedure was completed because no noticeable leak was seen when the contrast was performed. Dic had been improved before the procedure, and the causal relationship with endoleak was unknown after all. As per the physician the cause of the event is unknown. It was noted that the aneurysm was large and its distal side was diagonally shaped. No additional clinical sequelae were provided and the patient is fine.